Event description:
Covidien's svc center in germany received a n-550 with the customer requesting to check the alarm.

Manufacturer narrative:
The reported complaint was confirmed. The failure was isolated to the speaker.